Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's initial implantable neurostimulator had been removed and replaced following a burning sensation felt by the patient. A second device was placed in a different location from where the initial device had been implanted. After the second device had been implanted for two weeks, the patient, again, experienced a burning sensation. The cause of the burning sensation was not known. The device ws explanted. It was not known if the patient had an allergy to the second device. The patient was receiving no therapy or help as of the date of this report. A follow-up report will be filed if additional information becomes available. See also manufacturer report # 300429178201106336 for information related to the initially implanted neurostimulator.